Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient initially implanted with a bifurcated stent and two suprarenal aortic extensions on (B)(6) 2016. The patient had a follow up computed tomography (CT) which showed aneurysm sac growth and a potential type 3b endoleak at the bifurcation or a type 2 endoleak. Patient has not been scheduled for a second procedure at this time.

Manufacturer narrative:
At the completion of the complaint investigation, based on the information received, the clinical evaluation was able to confirm the following; aneurysm sac growth and a type 2 endoleak. Additionally there was evidence to reasonably support the following observations; migration of the suprarenal extension by 1cm, endoleak type ia, intra-stent graft thrombus, growth of the right common iliac artery, and growth of the left common iliac artery. The clinical evaluation additionally found evidence to reasonably suggest the following contributing factors to the reported event; growth of the infrarenal aortic diameter, pre-existing thrombus in the seal zone, and antiplatelet therapy. The manufacturing evaluation did not reveal any issues or deviations that would explain the reported event. The manufacturing lot evaluation confirmed all devices met specifications prior to release. The manufacturing evaluation did not reveal any issues or deviations that would explain the reported event. The manufacturing lot evaluation confirmed all devices met specifications prior to release. The event devices were discarded at the hospital and were not available for further investigation. The root cause of the reported event is unknown. There is not enough information to determine the root cause of the reported event.

Event description:
Additional information received, the patient has a previous endovascular repair on (B)(6) 2016 for a type 3a endoleak and the physician elected to implant 2 infrarenal aortic extensions. On (B)(6) 2016 the patient underwent an additional subsequent endovascular procedure, the physician elected to explant the devices and complete an open repair. It was reported the procedure was successful and the patient was discharged home on post operative day 4.